Manufacturer narrative:
On 18mar2016, the medical affairs director performed a clinical evaluation and commented as follows: early femoral revision of tha, after few days since primary operation. At revision, a calcar fracture was identified and treated. Said fracture is not visible on the xrays available. Intraoperative fractures are a known possible complication when preparing femoral canal for implantation of femoral stem. There is no indication that the root cause for this failure could have been a malfunctioning device. Batch review performed on 29 march 2016. Lot 153983: (B)(4) items manufactured and released on 21 october 2015. Expiration date: 2020-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had hip pain during rehabilitation. At a x-ray check, the stem was evidently a little bit subsided. At first, it was decided to continue with a milder rehabilitation. Given pain persistence, another x-ray check had been performed and a revision surgery was planned. A periprosthetic fracture was evident and the stem was mobilized.

Manufacturer narrative:
On 24 may 2016 it was prepared a final report with the information already submitted in the initial report. On 30 may 2016 the report was sent to the initial reporter and the case was closed.